Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zam00, was performed on the left eye of a male patient because he was seeing halos and decreased near vision. The replacement lens was an ar40e. No additional information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 08/08/2016. Device returned to manufacturer ¿ yes. Device evaluation: the returned product was decontaminated. Visual inspection of the returned product with the unaided eye shows that the lens was cut in half, most probably to make the explant possible. Considering the condition of the lens, additional analysis was not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Additionally, the dfu state warnings about the perception of halos and glare. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.